Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. The october 2007 15-month wallflex enteral stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
Note: the event date is unknown. It was reported to boston scientific corporation in 2007, that a wallflex enteral colonic stent was used during a stent placement procedure in the sigmoid colon of an adult patient (age, gender and weight unknown) in the month before. According to the complainant, the "patient was unstable and experiencing discomfort [following the] colonic stenting procedure. [The] surgeon confirmed [the] perforation [after observing] free gas under the diaphragm and performed sigmoid colectomy to remove [the] tumor and stent... 6-8 hours post stent placement." The complainant reported that "[during stent placement, [the] surgeon had adjusted stent position proximally without resheathing [the] stent. [The physician believes] that the proximal edge of the stent caused [a] perforation 5cm proximal to the final position of the proximal edge of the stent... [The] surgeon suspects that he caused the perforation." The patient's condition following the surgical procedure is unknown.